Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of degenerative disc disease, kyphosis. It was reported that post-op, there was report of metallosis for all screws and left rod was broken. Also for set screw there was loosening of set screw/screw interface. Products were explanted. Patient achieved solid fusion. There were no fragments of the implant or instrument remaining in the patient. There were no patient symptoms or complications as a result of this event. Event date is unknown, it is between implant date and removal date.

Manufacturer narrative:
Part # 14760006120; lot # 05502468w visual and optical inspection confirmed the rod was returned with just normal wear from implantation and removal. There is some smearing/damage noted on parts of the rod from being seated in the saddle of the screw and tightened with a set screw. The rod has also been broken in half. Optical inspection of the fracture surface revealed a fairly flat fracture with smearing throughout the break. This type of damage is consistent with material overload. Section g1: updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.